Manufacturer narrative:
The device was returned to olympus for evaluation and it found that due to corrosion on the plug unit, the b30 communication error occurred. The additional findings were as follows: due to wear of the scope cover packing, water tightness was lost, the grip had a scratch, the air/water cylinder had no color, the suction cylinder had no color, the forceps channel port was shaved, the outside of the shield unit, plug unit, scope connector case unit, cable unit, and circuit board had corrosion due to water leakage, due to damage on the air/ water, water tightness was lost, due to a burn on the plastic distal end cover, insulation resistance value at the distal end did not meet standard value, due to wear of the angel wire, the play of the up/down knob was out of standard value, the light guide bundle cover was damaged, the light guide lens had a crack, and the universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had a b30 scope error. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, foreign material was found in the image guide protector. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the scope connector cover (s-cover) and the air/water (a/w) channel. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.